Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an open gastrectomy procedure, the sealing function of the device did not work. An endtone, indicating a completed seal cycle, was heard although bleeding was observed. There was no injury to the pt, and another device was used to complete the procedure.